Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's system was explanted the week of (B)(6) 2017 due to ineffective stimulation. The sjm representative was not present for the explant. Per the physician's notes, there was difficulty encountered while removing the lead as it stuck to the dura and scar tissue was present as well. Reportedly, the patient experienced spasms and tremors a day after explant. Although an MRI did not reveal any anomalies, it was reported there could be spinal cord injury. The patient was prescribed medication and will undergo physical therapy.